Event description:
The customer reported the system was broken. The field engineer found only boxes on the mainframe display, which describes a no boot. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The mainframe power supply was adjusted. The system was then found to be operating as intended.